Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Returned unit successfully initiated and passed all investigation testing and the reported issue could not be duplicated. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported 6 false positive results for both flu b and sars. The customer communicated that the result was confirmed negative by pcr. Report 12 of 12 (sars 6).